Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, lens was removed/replaced within the initial procedure. Initial reporter phone number: (B)(6). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record and complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the haptics was sticking together causing the physician difficulties. The patient experienced a posterior capsule tear when trying to release the haptic. The physician discarded this lens and got a new lens. Through follow-up it was learned that when the physician tried to separate the leading haptic from the optic surface, and by doing so, it caught the capsular bag and it was torn. The material is not available as it was discarded. No further information was provided.